Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported resistance with the wire was not able to be confirmed. The tip separation was confirmed. Based on a visual dimensional and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. A definitive cause for the difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement of an unspecified guide wire through the supera stent delivery system, the guide wire was unable to pass through and additional manipulation caused the catheter tip to separate. The device was not used and there was no patient involvement. A second same size supera stent was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.